Event description:
In 2009, a company rep reported, he received a message from the pt that he was admitted to the hospital with ketoacidosis (dka), and there were some allegations against the pt's insulin infusion device. Efforts to contact the pt were unsuccessful and messages were left. Later the same day, the pt reported he has had elevated blood glucose readings since four days prior at 9am. He stated, he changed his insulin infusion set twice and changed his infusion device battery and cartridge, but his readings continued to be elevated. He began vomiting at about 3 or 4pm and his blood glucose measure "hi" on his meter. He went to a hospital at 11pm and was admitted around midnight. He stated his blood glucose was 33 mmol/l (594 mg/dl) with his normal range being 5-10 mmol/l (90-180 mg/dl). He was diagnosed as going into dka. He was taken off his infusion device and put on an insulin drip until two days later at 4pm. His readings returned to his normal range the same day, and he was released from the hospital at 8pm the following day. Troubleshooting did not find any product issues. The pt stated he has been on his backup infusion device since yesterday afternoon and his blood glucose has been more under control. The infusion device was replaced and requested to be returned for eval.